Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00993.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-00993. It was reported the patient's left leads had migrated. The issue was confirmed via x-rays. We do not know exactly which lead migrated, therefore both leads are being reported on. Surgical intervention may be undertaken to address the issue.